Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. However, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 14:16:49. During night drain cycle one, the patient's ultrafiltration reading was 575ml, indicating the home patient (hp) drained 575ml more than their maximum programmed fill volume of 750ml. No additional information is available.